Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through analysis of data provided by user/third party. Section h codes have been updated to reflect this.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the backrest moving unexpectedly or the backrest collapsing or the seat section collapsing. There was 1 instance of patient involvement however no adverse consequence was alleged to have occurred as a result.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the backrest moving unexpectedly or the backrest collapsing or the seat section collapsing. There was 1 instance of patient involvement however no adverse consequence was alleged to have occurred as a result.